Event description:
A patient with an inflatable penile prosthesis (ipp) presented with the device not functioning. A revision surgery was performed, during which the physician confirmed that the fluid loss in the system was caused by a twisted and fractured reservoir tubing near the pump block. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cx preconnect is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscopic inspection revealed that both cylinders had a hole in the outer tube and tool marks from sharp instrument damage in the proximal end of the cylinder. Both cylinders pass the leakage test. The flat reservoir passed microscopic inspection with no damage or abnormalities observed. It also passed the leakage test. The ms pump underwent microscopic inspection and showed the kink resistant tubing (krt) were worn to the filament, not passing the inspection. Leakage testing and functional testing were performed to the ms pump, successfully passing the tests. Based on the information available and analysis results, the allegations of a mechanical issue, fluid leak, and a hole/perforation were unable to confirmed, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cx preconnect is (B)(4).

Event description:
A patient with an inflatable penile prosthesis ipp presented with the device not functioning. A revision surgery was performed, during which the physician confirmed that the fluid loss in the system was caused by a twisted and fractured reservoir tubing near the pump block. The device was explanted and replaced. No patient complications were reported.